Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the seal fell off and into the abdomen. The seal was retrieved successfully but was "time consuming." There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48368. D5,6; info not available. Based upon the inquiry info rec'd and the visual examination, it was confirmed that the reported incident occurred. The sleeve was rec'd with the inner gasket dislodged from its original position. The inner gasket was rec'd in a separate sealed pouch, complete. No obturator was rec'd with the device. No conclusion could be reached as to how the inner gasket had become dislodged from its original position.